Manufacturer narrative:
The device has been received for eval; an eval summary was not available at the time of this report; however initial gross examination of the device indicates the presence of calcification. Method: a review of the device history record was completed. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.

Event description:
The company was notified on (B)(6) 2010, of a mitroflow valve (model lx, size 21 mm, s/n (B)(4)) explanted on (B)(6) 2010, reportedly due to aortic stenosis. The field experience report form submitted for this case indicates that the health care professional is reporting this as an adverse event, but is not expressing a customer complaint. No clinical history for the pt is available at this time.